Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). 7 events were reported for this quarter. 7 devices were received for evaluation. 7 events were confirmed during testing. 7 devices were found to be affected by corrosion. 7 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device ran without user activation. There was no patient involvement; no patient impact.